Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 6.5 and 11.0 cm from the proximal end. The pusher assembly mid-joint was in its initial position within the introducer sheath. The embolization coil was intact with the pusher assembly. Offset coil winds were present along the length of the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of the embolization coil. This indicates that the smart coil was likely able to be advanced from its starting position within the introducer sheath; therefore, the reported complaint could not be confirmed. If the introducer sheath is not aligned properly within the hub of a parent device prior to advancement, resistance may be experienced and damage such as offset coil winds may occur. During functional testing, the smart coil was advanced through its introducer sheath without an issue but was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds. Further evaluation revealed pusher assembly bends. These bends were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils. During the procedure, a smart coil would not advance at all within its introducer sheath; therefore, it was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.